Event description:
Resmed aircurve10 CPAP machine has a worsening air leak between the machine pump discharge and the inlet to the humidifier chamber. There is a permanently installed silicone gasket that has dried out. The connection does not seal properly and the unit makes a loud whirring or whistling noise while running. The problem has been reported to the distributor.